Manufacturer narrative:
Results and conclusion summation - quality engineering reviewed the incident information; however, the product was not returned. Increased resistance may be encountered during an attempt to place a stent distal to a previously placed stent, which can result in damage and /or dislodgement of one or both stents. This may have occurred in this case. Without a thorough analysis of the stent delivery system, a conclusive root cause for the stent dislodgement cannot be determined.

Event description:
Reporting status: serious injury - surgical intervention. Reporting rationale: surgical intervention to treat occlusion of vessel (not specified if surgery was to remove dislodged stent or if it was bypass surgery). Device issue: stent dislodgement. It was reported that upon trying to cross through a previously placed stent (separate procedure), the stent must have became caught on a stent strut (of the previously placed stent) and dislodged in the vessel. The vessel occluded and the patient was taken for surgery (not specified if surgery was to remove dislodged stent or if it was bypass surgery). No additional event or patient information is available.